Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer¿s husband reported customer tried and bolus for meals, but sugars kept climbing. The customer reported having ketones and then going to the hospital. The blood glucose value at the time of admission 800 mg/dl plus. The customer had symptoms of abdominal pain. The customer is being treated for the high blood glucose level with manual injections and saline drip IV. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 358mg/dl. The customer states the high blood glucose began on (B)(6) 2017. The customer had fluctuating blood glucose levels of 400 mg/dl to 460 mg/dle. The customer was unable to complete troubleshooting the insulin pump is not present. The insulin pump will not be returned for analysis.